Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced severe hyperglycemia with a fingerstick glucose over 500, associated with flu-like symptoms, headache, and tiredness; the patient was taken to a hospital where influenza was confirmed, moderate ketones were present, insulin was administered, and the patient was discharged with the ilet resumed. Symptoms included hyperglycemia. Outcomes included insufficient information. Investigation included communication with the user¿s caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding any medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.